Event description:
A report was received that the patient was experiencing shocking, burning and tenderness around the pocket site. The patient experienced weight loss due to dieting (non device related). The physician assessed the patient's pocket site and recommended to move the ipg to a new location.